Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune reaction") and suicidal ideation ("suicide thoughts") in a 47-year-old female patient who had essure (ess205) (batch no. 12265854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendix disorder (nature of treatment-removal.) In 1993 and gallbladder disorder (nature of treatment-removal.) In 1995. Concurrent conditions included sinus pain since (B)(6) 2017, sore throat since (B)(6) 2017, cough since (B)(6) 2017 and arthritis since (B)(6) 2017. Concomitant products included acetylsalicylic acid (aspirin), amoxicillin, atomoxetine hydrochloride (strattera), bupropion (wellbutrin), duloxetine hydrochloride (cymbalta), estradiol (estrace), hydrocodone, ibuprofen (motrin), loratadine, naproxen sodium (aleve), oxycodone, paracetamol (tylenol), paroxetine hydrochloride (paxil), sertraline (zoloft) and venlafaxine (effexor). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2005, the patient experienced rash ("rashes or skin conditions type: rash, body acne (event splitted for coding)"). In (B)(6) 2005, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches (event spltted for coding)") and headache ("migraines / headaches (event spltted for coding)"). On (B)(6) 2017, 12 years 6 months after insertion of essure (ess205), the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), hormone level abnormal ("hormonal change"), hot flush ("hot flash"), depression ("severe depression"), anxiety ("anxiety"), acne ("rashes or skin conditions type: rash, body acne (event splitted for coding)"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)"), fatigue ("fatigue"), alopecia ("hair loss"), fibromyalgia ("allergic or hypersensitivity reaction type: fibromyalgia"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with nsaid's and surgery (on (B)(6) 2017, hysterectomy (full),salpingectomy(bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, suicidal ideation, menstrual disorder, hormone level abnormal, hot flush, depression, female sexual dysfunction, anxiety, rash, acne, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, fatigue, vaginal haemorrhage, menorrhagia, fibromyalgia, adenomyosis and back pain outcome was unknown and the genital haemorrhage, migraine, dyspareunia, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, acne, adenomyosis, alopecia, anxiety, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, suicidal ideation, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: procedure-an essure device was then introduced into the left tubal ostium in the standard fashion and deployed. Four loops of coil from the device were trailing into the uterine cavity. 7 diagnostic results: on (B)(6) 2017, ros-positive for palpitations, positive for depression. On (B)(6) 2017, subjective-worsening symptoms. Uri symptoms-associated symptoms include congestion, headaches, plugged ear sensation, sinus pain, sore throat and cough. On (B)(6) 2017, cc-dysmenorrhea, dyspareunia, menorrhagia, usi. She currently hasn¿t essure for contraception and feels that some of her joint pain, depression, and fatigue might be related to the metal coils. Her periods are regular and predictable with no intermenstrual bleeding but are become much heavier such that she bleeds through a tampon is 30 minutes. Her cramping is considerably increased and she's also developed dyspareunia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, depression, menorrhagia, dysmenorrhoea, dyspareunia and headache. Most recent follow-up information incorporated above includes: on 13-jul-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding and back pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune reaction") and suicidal ideation ("suicide thoughts") in a 47-year-old female patient who had essure (ess205) (batch no. 12265854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendix disorder (nature of treatment-removal.) In 1993 and gallbladder disorder (nature of treatment-removal.) In 1995. Concurrent conditions included sinus pain since (B)(6) 2017, sore throat since (B)(6) 2017, cough since (B)(6) 2017 and arthritis since (B)(6) 2017. Concomitant products included acetylsalicylic acid (aspirin), amoxicillin, atomoxetine hydrochloride (strattera), bupropion (wellbutrin), duloxetine hydrochloride (cymbalta), estradiol (estrace), hydrocodone, ibuprofen (motrin), loratadine, naproxen sodium (aleve), oxycodone, paracetamol (tylenol), paroxetine hydrochloride (paxil), sertraline (zoloft) and venlafaxine (effexor). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2005, the patient experienced rash ("rashes or skin conditions type: rash, body acne (event splitted for coding)"). In (B)(6) 2005, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches (event spltted for coding)") and headache ("migraines / headaches (event spltted for coding)"). On (B)(6) 2017, 12 years 6 months after insertion of essure (ess205), the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), hormone level abnormal ("hormonal change"), hot flush ("hot flash"), depression ("severe depression"), anxiety ("anxiety"), acne ("rashes or skin conditions type: rash, body acne (event splitted for coding)"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)"), fatigue ("fatigue"), alopecia ("hair loss"), fibromyalgia ("allergic or hypersensitivity reaction type: fibromyalgia"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with nsaid's and surgery (on (B)(6) 2017, hysterectomy (full),salpingectomy(bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, suicidal ideation, menstrual disorder, hormone level abnormal, hot flush, depression, female sexual dysfunction, anxiety, rash, acne, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, fatigue, vaginal haemorrhage, menorrhagia, fibromyalgia, adenomyosis and back pain outcome was unknown and the genital haemorrhage, migraine, dyspareunia, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, acne, adenomyosis, alopecia, anxiety, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, suicidal ideation, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: procedure-an essure device was then introduced into the left tubal ostium in the standard fashion and deployed. Four loops of coil from the device were trailing into the uterine cavity. Diagnostic results: on (B)(6) 2017, ros-positive for palpitations, positive for depression. On (B)(6) 2017, subjective-worsening symptoms. Uri symptoms-associated symptoms include congestion, headaches, plugged ear sensation, sinus pain, sore throat and cough. On (B)(6) 2017, cc-dysmenorrhea, dyspareunia, menorrhagia, usi. She currently hasn¿t essure for contraception and feels that some of her joint pain, depression, and fatigue might be related to the metal coils. Her periods are regular and predictable with no intermenstrual bleeding but are become much heavier such that she bleeds through a tampon is 30 minutes. Her cramping is considerably increased and she's also developed dyspareunia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, depression, menorrhagia, dysmenorrhoea, dyspareunia and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain /pain") and autoimmune disorder ("autoimmune reaction") in an adult female patient who had essure (ess205) (batch no. 12265854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendix disorder (nature of treatment-removal.) In 1993 and gallbladder disorder (nature of treatment-removal.) In 1995. Concurrent conditions included sinus pain since (B)(6) 2017, sore throat since (B)(6) 2017, cough since (B)(6) 2017 and arthritis since (B)(6) 2017. Concomitant products included acetylsalicylic acid (aspirin), amoxicillin, atomoxetine hydrochloride (strattera), bupropion (wellbutrin), duloxetine hydrochloride (cymbalta), estradiol (estrace), hydrocodone, ibuprofen (motrin), loratadine, naproxen sodium (aleve), oxycodone, paracetamol (tylenol es), paroxetine hydrochloride (paxil), sertraline (zoloft) and venlafaxine (effexor). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), hormone level abnormal ("hormonal change"), hot flush ("hot flash"), depression ("depression /psychological or psychiatric problems condition: anxiety, severe depression, suicide thoughts (event splitted for coding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety, severe depression, suicide thoughts (event splitted for coding)"), suicidal ideation ("psychological or psychiatric problems condition: anxiety, severe depression, suicide thoughts (event splitted for coding)"), rash ("rashes or skin conditions type: rash, body acne (event splitted for coding)"), acne ("rashes or skin conditions type: rash, body acne (event splitted for coding)"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)"), migraine ("migraines / headaches (event spltted for coding)"), headache ("migraines / headaches (event spltted for coding)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), fibromyalgia ("allergic or hypersensitivity reaction type: fibromyalgia"), adenomyosis ("adenomyosis") and abdominal pain ("abdominal pain"). The patient was treated with nsaid's and surgery (on (B)(6) 2017, hysterectomy (full),salpingectomy(bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, menstrual disorder, hormone level abnormal, hot flush, depression, female sexual dysfunction, anxiety, suicidal ideation, rash, acne, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, fatigue, vaginal haemorrhage, menorrhagia, fibromyalgia and adenomyosis outcome was unknown and the migraine, dyspareunia, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, acne, adenomyosis, alopecia, anxiety, autoimmune disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, hormone level abnormal, hot flush, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, suicidal ideation, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: procedure-an essure device was then introduced into the left tubal ostium in the standard fashion and deployed. Four loops of coil from the device were trailing into the uterine cavity. Diagnostic results: on (B)(6) 2017, ros-positive for palpitations, positive for depression. On (B)(6) 2017, subjective-worsening symptoms. Uri symptoms-associated symptoms include congestion, headaches, plugged ear sensation, sinus pain, sore throat and cough. On (B)(6) 2017, cc-dysmenorrhea, dyspareunia, menorrhagia, usi. She currently hasn¿t essure for contraception and feels that some of her joint pain, depression, and fatigue might be related to the metal coils. Her periods are regular and predictable with no intermenstrual bleeding but are become much heavier such that she bleeds through a tampon is 30 minutes. Her cramping is considerably increased and she's also developed dyspareunia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, depression, menorrhagia, dysmenorrhoea, dyspareunia and headache. Most recent follow-up information incorporated above includes: on 17-apr-2018: pfs and mr received. Reporters were added. Patient details, historical condition, concomitant disease, concomitant drugs, treatment drug and unstructured relevant tests were added. Hormonal change, hot flash, depression /psychological or psychiatric problems condition: anxiety, severe depression, suicide thoughts, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, severe depression, suicide thoughts, rashes or skin conditions type: rash, body acne, bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: fibromyalgia, adenomyosis and abdominal pain were added as events. Essure lot number was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device.). Essure (ess205) was removed. At the time of the report, the pelvic pain, autoimmune disorder and menstrual disorder outcome was unknown. The reporter considered autoimmune disorder, menstrual disorder and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.